Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Now the next, the initially implanted impella cp was explanted for possible flow limitations. The pump flow did not flow above .5lpm regardless of performance level. Positioning was verified multiple times with echocardiogram, noting freely moving pigtail and measuring 3-3.8cm from annulus. The decision was made to replace the impella cp device. Using same access site and the access port, 0.035 guidewire was used to remove and place new 14fr peel away sheath. The new impella cp was implanted and started without complications. Repositioning sheath was sutured, and good distal pulses were noted. The patient was placed on support level p-9 for maximize unloading. After approximately five days of impella cp support, the patient was successfully weaned, and the device was explanted with a survived patient outcome.